Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with a shot and insulin pump. The customer did not mention any symptom related to high blood glucose level. The customer also reported insulin flow block alarm on the insulin pump which was resolved by complete set change. The customer was unable to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.